Event description:
It was reported that one day post repair of the hvb header connection of the right ventricular (rv) lead by replacing a set screw and applying medical adhesive, the device showed a high number of short v-v intervals. The device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Performance data collected from the device was analyzed and revealed interference/noise, with ventricular short interval count v-sic=22.5 counts, in 0.62 day, between (B)(6) 2012 16:00:01 and (B)(6) 2012 06:56:54.